Manufacturer narrative:
A good faith effort attempt was made to gather more information about the reported malfunction, but besides the answer that the device was tested by the customer and can be used normally and no parts were replaced, no additional information could be retrieved. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. The reported problem was not confirmed the device remains in use at the customer site. E1: reporter and reporting institution phone#: (B)(6).

Event description:
It was reported that the efficia cm10 patient monitor gave inaccurately low spo2 measurements. The device was in use on a patient. There was no report of patient or user harm.